Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician decided to explant and replace the device due to the estimated longevity prematurely depleting to the elective replacement indicator within a five month period. No further information is available.